Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an explant procedure for the right ventricular lead, an insulation defect was seen on the proximal end of the right atrial lead. The lead was capped and replaced. The patient is well.